Event description:
The customer reported that the collimator plates will not rotate. Rebooting the system did not fix the problem.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the defective collimator, performed a beam alignment, performed a collimator cal using rus, checked the operation of the collimator by testing and assuring that the iris and collimator plates worked properly. He checked and assured that the unit was operating according to mfrs specs. The unit is working as intended.